Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that the day after an pafib cardiac ablation procedure using qdot/varipulse catheters, the patient presented to the ER with bilateral visual changes. The patient complained of floaters and headache. The stroke was confirmed by MRI which showed punctate infarct in right cerebellum. No medical intervention was provided to the patient. The patient was reported to be in stable condition and was sent home. The physician complained about the varipulse catheter and stated that they do not prefer to use this catheter. The physician believes the varipulse catheter was to blame for the injury. It was also noted that the act (activated clotting time) was 360 seconds before ablation and 331 seconds about 8 minutes after ablation. No issues were experienced during the procedure but immediately after, the patient went into atrial flutter and needed cardioversion twice. The patient was given amiodarone in between cardioversions. The patient¿s symptoms resolved. No evidence of char or blood thrombus/clot was found during the procedure. The patient did not have a previous history of stroke. The patient¿s rhythm during ablation was pafib. The type of electrophysiology procedure being performed was new. The patient did not have any anatomical abnormalities. Pre-ablation thrombus check was performed. Act was 360 at 1014am. 8 mins after ablation started, act was 331. No further heparin was given. Pfa (pulse field ablation) time was 22 minutes total. Act was 325 after pfa when switching to rf (radiofrequency) in right atrium. No exchanged of sheath and catheters noted. One transseptal puncture sites were performed during the procedure. Number of performed pfa ablations were 17. No ablations were performed outside the pulmonary veins. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. No ablation stacking occurred for this procedure. The irrigation rate used during this procedure was 4 ml/min. There are two reports for this event, both for the varipulse and the qdot. This report is for the varipulse.

Manufacturer narrative:
On 22-aug-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).